Manufacturer narrative:
Concomitant product(s): product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she occasionally/momentarily loses stimulation after a postural change; laying on back, laying on stomach, lifting leg and rolling over. After readjusting posture stimulation returns. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.